Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump turned off completely. Customer stated that the battery failed. Customer stated that insulin pump was delivering insulin and sensor was working. No harm requiring medical intervention was reported. The device will be returned for analysis.